Event description:
It was reported the patient's blood glucose level rose to 486 mg/dl while wearing the pod for an unknown amount of time. When removed from the infusion site (unknown), the pod's cannula was found bent. As treatment the patient gave themselves a manual bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.